Event description:
Atherectomy with the turbohawk was performed via contralateral approach to the right leg. There was a complete cto of the right sfa. The physician used a 0.035 stiff angled wire and support catheter to cross the cto, and then placed a 7.0mm embolic protection device distal; approximately 8cm from lesion site. The physician completed atherectomy successfully after two insertions with good amount of soft plaque and thrombus removed to improve flow. The cto was opened. A type b dissection occurred (plaque/thrombus separated from intima, intima still intact). Dr. (B)(6) decided to place a 7x150mm stent to prevent further separation (did not want to place patient on lytics). The physician decided to use a 6x100mm balloon to tack remaining thrombus to vessel wall after ballooning.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Discarded at site.